Manufacturer narrative:
(B)(4). Investigation / evaluation. During the course of investigation, a review of the complaint history, device history record, documentation, manufacturing instructions (mi) and quality control (qc) was conducted. Although we were initially informed the product would be returned for evaluation, as of 16may2016, no product was received. We were further advised that the rep has made 4 requests for additional information regarding this event; however, no response was provided. The device history record was reviewed for the provided lot; and there have been no additional complaints involving this lot. Per quality control specification, the flare must be securely seated in adapter and the tubing must not turn in fittings. In addition, the joints must be secure. Without the benefit of a returned complaint device, a definitive root cause could not be determined. The appropriate internal personnel have been notified, and we will continue to monitor for similar complaints. Per the quality engineering risk assessment (qera), no further action is required.

Event description:
While advancing the sheath within the female patient during a aaa procedure, the dilator was damaged during advancement and broke off within the sheath. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence. No additional information has been provided.

Manufacturer narrative:
(B)(4). Event is still under investigation at this time.

Event description:
While advancing the sheath within the female patient during a aaa procedure, the dilator was damaged during advancement and broke off within the sheath. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence. No additional information has been provided.